Event description:
The pt's device was explanted in 2008 due to a "long lasting infection". Reportedly, the cochlear implant was functioning well. No reimplantation plans had been reported at the time of this report, 07/24/08.

Manufacturer narrative:
This is a final report. This type of event is addressed in the device labeling.